Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported issues over the last three days with the cannula falling off her skin as the sticky patch has not held firm. She reported having gone through nine cannula sets since friday (B)(6) as they are just falling off. No adverse event alleged. A request was made for the return of the devices, replacement sent.